Event description:
It was reported that the bed back would not raise or lower. No adverse consequences alleged.

Manufacturer narrative:
Result : plastic object was jammed into the emergency mechanical fowler release mechanism, preventing it from working.